Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, photos of the impacted set were provided. Their visual inspection did not observe any specific defect on the impacted set. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the top area of the dialyzer on a prismaflex m60 set during priming. There was no patient involvement. No additional information is available.